Manufacturer narrative:
Additional information indicated that the lens is still implanted and there are no plans to explant the lens per the doctor. Serial number of lens was provided. The patient experienced symptoms a week following the implant. (B)(4). Age/date of birth: (B)(6) 1932. Date of event: (B)(6) 2016. Model #: zkb00, catalog #: zkb00u0180, serial number: (B)(4); expiration date: 04/15/2019. If implanted; give date: (B)(6) 2016. (B)(6). Device manufacture date: 04/15/2015. As the serial number was not known at the time of submitting the initial MDR; the manufacturing site was not known. The manufacturer report number (B)(4) was submitted. The correct manufacture report number for the update/corrected manufacturing site is (B)(4). All pertinent information available to abbott medical optics has been submitted.

Manufacturer narrative:
To date, the lens remains implanted. (B)(4). All pertinent information available to abbott medical optics has been submitted.

Event description:
It was reported that the multifocal intraocular lens (iol) was implanted, date not provided, in a female patient who has asteroid hyalosis. The patient's vision at about one (1) month post op is about 20/70. No improvement with refraction or pinhole. The patient complains of horrible glare in the mornings. The lens is centered perfectly. Patient's retina was checked and there was no edema or other changes. The patient's pre-op visual acuity was 20/40 - 20/50. Patient is being treated aggressively for dry eye with restasis and tears. It was indicated, that if there is no improvement in another month, the doctor is considering lens exchange. This may not be a lens issue, especially since pin hole did not improve vision. No further information was provided.

Manufacturer narrative:
Visual inspection was not performed as the lens remains implanted. The reported complaint cannot be confirmed. Manufacturing records were reviewed and the lens was manufactured according to specification. There were no non-conformances with respect to the manufacturing process. There are no associated nonconformity reports or deviations. There is no complaint related test. Results of the optical measurement performed at final inspection were reviewed. The in-line optical inspection data shows the lens was within power specification and met the specified cosmetic requirements. A search on complaints revealed no other complaints were received for this order number to date. The directions for use (dfu) was reviewed. The dfu adequately provides instructions and precautions for the proper use and handling of the intraocular lenses. During the manufacturing record review of the production order for this serial number, no product deficiency was identified. All pertinent information available to abbott medical optics has been submitted.